Event description:
This lead dislodged and was successfully repositioned on (B)(6) 2010. All records indicate that the lead remains actively implanted. Should additional information become available, this event will be updated.